Event description:
It was reported by the patient that the lap band slipped. After the first lap band was punctured by the nurse practitioner during the filling adjustment, the patient received a replacement lap band. The 2nd band was reported being too tight by the patient. The patient was throwing up during sleep and could not eat. After complaining to the physician, the filling fluid was taken out; however, the patient still had problems. A test found the gastric band slipped and the patient developed hiatal hernia. The gastric band was removed by another physician; however, that physician refrained from treating the hiatal hernia during the removal surgery. Due to this event, the patient reported to have stomach issues years after that surgery.

Manufacturer narrative:
Multiple attempts to obtain additional information were made; however, there was no response from the physician. No information available regarding the product that was involved. Multiple attempts to obtain additional information for an investigation were unsuccessful. Unable to determine if the complaint is about the lap-band or about another band which was available in the us and phased out at the end of 2016. Unable to determine root cause or conduct trending analysis. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available for review. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. If additional information would be available for investigation in the future, a supplemental report would be made. At this time, the reported issue will be tracked and trended.